Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, the flute tip of the fibertak drill had broken off. The provided x-ray and CT scan images reveal the drill tip within the patient's bone. Dimensional testing confirms the drill's diameter is within the specified tolerances. The drill guide, straight shaft has abrasions marks around the distal end of the tip. Functional testing was not performed due to the damage to the broken drill. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces during bone preparation and/or prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/03/2024, a sales representative reported via phone that an ar-3638ds knotless fibertak disposable kit drill bit broke off into the patient's bone when drilling. The pieces were not retrieved and remain in the bone. The case was completed with another new drill bit. An x-ray was performed, and no visible pieces were showing. A CT scan will be scheduled for the patient to verify those pieces left in the bone. There is no secondary procedure planned for the patient, and the patient will be discharged from the facility. There was no delay reported. This was discovered during a labral repair procedure on (B)(6) 2024. Additional information was received on 07/05/2024: the patient's x-rays and CT scans (8 attachments) are added to the case. It has been determined from the CT scan that the drill bit is not completely in the bone. After the surgeon had discussions with other colleagues, the plan is to leave the drill bit where it is instead of potentially doing any more harm to the patient. The patient will be re-evaluated on july 12th. After evaluation, the surgeon will determine if another surgery is needed to try and then remove the drill bit. Additional information was received on 07/17/2024: the rep spoke with the surgeon this week on his follow-up with the patient. He informed the rep that everything looks good so far: all nerves intact, minimal to no pain, and ahead of schedule with rehab.